Event description:
Customer reported that she was hospitalized with high blood glucose over 400 mg/dl and high ketones. She was treated with intravenous fluids. There was also reportedly a crack on the battery compartment of her insulin pump, due to wear and tear. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.